Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 428 mg/dl. The customer treated with a needle. The customer stated three days ago, she had a problem with her pump no delivering while in her stomach. The customer stated that the alarm occurred during basal. The customer stated that the no delivery was recurring. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did not exit and the pump alarmed no delivery. The customer will be sent replacement sets and reservoirs.